Event description:
It was reported that the system experienced a loss of functionality during a procedure. The user was required to reboot the system to regain operability.

Manufacturer narrative:
Device evaluated by service personnel. No injuries were reported.